Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she has been in the hospital since last night, and they believe that her leads are poking through her intestine wall. She has being transferred to a different hospital. Patient stated she was still in the hospital waiting to be admitted. There were no further symptoms or complications reported or anticipate.